Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported at the end of an endoscopic vein harvesting procedure using hemopro2 extension cable. Nurse disconnected the hemopro cable from the power supply and felt a shock in her hand. They felt hemopro2 extension cable might be shorting out and would like to return. However, it is unknown if device is defective. No patient was harmed.

Manufacturer narrative:
Trackwise #: (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on 01/19/2021. An investigation was conducted on 02/16/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. An electrical evaluation was conducted. The connectors on both ends were observed to be intact. No visual defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based on the returned condition of the device and the results of the evaluation, the reported failure "electrical issue" was not confirmed.

Event description:
The hospital reported at the end of an endoscopic vein harvesting procedure using hemopro2 extension cable. Nurse disconnected the hemopro cable from the power supply and felt a shock in her hand. They felt hemopro2 extension cable might be shorting out and would like to return. However, it is unknown if device is defective. No patient was harmed.